Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The device history was downloaded at the user facility. A review of the device history indicated on (B)(6) 2014 at 1017, cha of the device was programmed using the drug library to deliver magnesium sulfate 40g/1000ml with a dose rate of 2g/hr, with a vtbi (volume to be infused) of 50ml titrated and the delivery was started. At 2018, the delivery was stopped, the cassette was ejected. Between 2020 and 2028, a callback alarm occurred 4 times and was cleared 3 times. At 2031, the device was powered off. At 2126, the device was powered on. Ch b of the device was programmed using the drug library to deliver propofol and ch a was programmed to deliver labetalol. Between 2126 and 2200 the device continued in use. At 2210, chb deliver was stopped, the cassette was ejected and a checkflow stop alarm occurred. At 2212, cha delivery was stopped, the cassette was ejected and a checkflow stop alarm occurred. At 2213, the device was powered off. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt received more medication than intended. No an unspecified date and time, cha of the device was programmed to deliver magnesium sulfate 40g/1000ml, with a rate of 50ml/hr(2g/hr) and chb was programmed to deliver an unspecified intravenous fluid. No further programming parameters were provided. On (B)(6) 2014 at an unspecified time, after assessing the pt the physician ordered the magnesium sulfate delivery stopped. At that time, it was noted that 520ml of the medication had been delivered to the pt. It was reported the nurse stopped the delivery and ejected the tubing set from the device. The nurse did not think the chair clamp on the tubing set was closed prior to removing the tubing set from the device, no check flow alarm occurred and the medication was noted to be dripping at an unspecified rate. The customer contact indicated that it was unk the volume of medication delivered to the pt. After an unspecified length of time the pt reported feeling warm and had respiratory distress. At that time, the pt was treated with 4 ampules of an unspecified concentration of calcium gluconate IV. After an unspecified length of time, the pt was reported to have had a respiratory and cardiac arrest. The pt was successfully resuscitated per the user facility's protocol with chest compressions, intubation and an unspecified volume of epinephrine. Defibrillation was not required. After an unspecified length of time the pt returned to normal sinus rhythm. At that time, the pt was therapeutically cooled and transferred to a higher level of care facility. The device was removed form clinical use. On (B)(6) 2014, the pt was discharged to home in stable condition with a reported small amount of memory loss of the time of the event and a possible detached retina. No additional information was provided.